Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the peak inspiratory pressure knob of a rd900 neopuff infant resuscitator was not functioning smoothly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and video provided by the customer and our knowledge of our product. Results: visual inspection of the video provided by the customer confirmed that the pip knob of the rd900 neopuff infant resuscitator was loose. The retaining ring had most likely come off from the valve, allowing the knob to be turned further than 0 position. Conclusion: the cause of the reported malfunction is due to excess grease applied to the valve during manufacturing of the subject device. F&p completed the failure investigation for the identified root cause in july 2024. The subject rd900aeu neopuff infant resuscitator with lot# 2102635406 was manufactured on 31 may 2023, which is prior to the completion of the failure investigation. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in south africa reported that the peak inspiratory pressure knob of a rd900 neopuff infant resuscitator was not functioning smoothly. There was no reported patient involvement.